Event description:
The distributor contacted heartsine to report that their device powered itself off during a patient event. The device powering off unexpectedly may prevent or delay defibrillation therapy, which could result in adverse consequences. There was a patient death reported with this event, however clinical evaluation of the device downloaded determined the use of the device did not cause or contribute to the death of the patient.

Manufacturer narrative:
This report is being submitted for a correction to the device serial number. This correction has been made to d4 to display correct serial number: (B)(6). Additionally, heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The distributor contacted heartsine to report that their device powered itself off during a patient event. The device powering off unexpectedly may prevent or delay defibrillation therapy, which could result in adverse consequences. There was a patient death reported with this event, however clinical evaluation of the device downloaded determined the use of the device did not cause or contribute to the death of the patient.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine contacted the customer to request additional information on the patient. No response has yet to be received from the customer.

Event description:
The distributor contacted heartsine to report that their device powered itself off during a patient event. The device powering off unexpectedly may prevent or delay defibrillation therapy, which could result in adverse consequences. There was a patient death reported with this event, however clinical evaluation of the device downloaded determined the use of the device did not cause or contribute to the death of the patient.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as within the device memory log it was observed during the patient event the device powered down. This fault was attributed to a failure of the negative battery terminal pogo pin. Throughout the event the patient remain in a non shockable rhythm, therefore the reported malfunction had no impact to the patient outcome. The device shall be retained by heartsine and the customer was provided with a replacement device. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information.